Event description:
It was reported the ¿battery was going dead¿ and it ¿quit working¿ in (B)(6) 2015. The patient was reportedly told that the ¿internal battery¿ was depleting and would not last more than two months. Premature battery depletion was noted and the battery life was indicated to be 1-6 months. Stimulation was increased to 7v and the patient was still not feeling stimulation. The office kept the patient¿s programmer, reportedly indicating they didn¿t need it. The patient was upset, indicating that it was causing a lot of ¿pain and suffering¿ knowing they would need another surgery and then would have ¿all the activity and other restrictions¿ post-surgery. The issues above regarding the battery were later clarified to be pertaining to the patient programmer batteries and not the implantable neurostimulator (ins) battery. Per the healthcare provider (hcp), the patient was ¿constantly¿ adjusting programming and using the programmer against their instructions. They had asked the manufacturer representative to set limits on the programmer to ensure the patient would stay within the specified settings. The hcp preferred that the patient not have access to the programmer. In addition, there were ¿connectivity issues¿ with the programmer and ins. As of the date of this report, the pocket had been moved due to these issues. The ins was also replaced at this time, but there was not thought to be any malfunction of the ins, just a location/pocket issue. The hcp felt that the patient was also manually manipulating the internal ins and that was why the pocket revision was needed. The patient was feeling the appropriate response in recovery. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q84e, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).